Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 5.9 mmol meter to lab. Tests were done within 11-30 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.